Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date - device not implanted. Explanted date - device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device had no collagen with the product. The patient condition was good. The producer outcome was good. There was no patient injury, medical/surgical intervention required. Additional information was received on 05november2020: the physician clicked the angio-seal together and when he pulled back there was no anchor, suture or collagen present. The device was removed. The collagen was not present in the poly-foil pouch yet separated from the carrier tube when the package was open. The bypass tube was not detached from the carrier tube when the poly-foil pouch was opened. The angio-seal was missing a collagen subcomponent. Hemostasis was achieved with manual pressure. All the steps of the IFU were followed when deploying the defective angio-seal. The collagen was not deployed in the subcutaneous space and not on top of the artery. The collagen was not over tamped and pushed inside the artery. The collagen was not pulled out of the patient when the "pull-back" step was performed. The other subcomponents (anchor and suture) were not present in the angio-seal device.